Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor broke in two pieces while inserting. Some of the broken sensor was stuck inside the serter. The customer was unable to remove the needle hub from the serter. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.